Event description:
It was reported that the passive fixation right ventricular lead dislodged and was removed and replaced with an active fixation lead. The lead was coiled back up into the svc (superior vena cava). Twiddler's syndrome was noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: adverse event, source type codes, event date, facility aware date, patient demographics death status, patient outcome, event description and patient history. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that the passive fixation right ventricular lead dislodged and was removed and replaced with an active fixation lead. The lead was coiled back up into the svc (superior vena cava). Twiddler's syndrome was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.